Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, yellow particles in the surface of the shell, broken plug strap and encapsulation in the device. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified opening sharp in the posterior and broken sharp in the plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp broken on plug strap disk shell to an unidentified (tear) opening and a sharp opening in the posterior side to an unidentified (tear) opening.

Event description:
Healthcare professional reported left side "patient's concern with the product" and deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "patient's concern with the product" and deflation. Device has been explanted.